Event description:
An infusion pump with "battery problem". Info was not provided regarding whether or not the device was in pt use when the event occurred. No record of any pt incident involving the pump. No pt injury had been reported. The pump was received for evaluation. During inspection of the device in 04,2006, failure code 570 was found and caused by depleted batteries.